Manufacturer narrative:
(B)(4).

Event description:
A journal article was reviewed which contained information regarding this ICD. The patient experienced an inappropriate shock for atrial fibrillation with rapid ventricular response, prompting the device reprogramming with an increased low-end cutoff for the ventricular fibrillation zone. The device remained in use. No further patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this ICD. The patient experienced an inappropriate shock for atrial fibrillation with rapid ventricular response, prompting the device reprogramming with an increased low-end cutoff for the ventricular fibrillation zone. The device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ICD lead parameters, performance, and adverse events following continuous-flow lvad implantation. Pace pacing and clinical electrophysiology. 2014;37(4):464-472. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).